Event description:
It was reported at the international stroke conference that a pt experienced a stroke that later lead to death after the successful placement of a stent (subject device). No further information is available.

Manufacturer narrative:
Device manufacture date: unk as the batch lot number was not provided. Conclusion- other for anticipated procedural complications. The device is unavailable for evaluation. The reported event has been confirmed based on information received. There is no indication from the investigation or information provided that the reported event is related to product specification nonconformance or misuse. There is also no indication that the subject device malfunctioned. Stroke is a known and anticipated complication to these types of procedures and is listed as such in the device directions for use. As a result, a root cause of anticipated procedural complications had been assigned.